Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device doesn't turn on but the ac light and external battery charging light on the front are lit. There was no reported pt involvement and/or pt impact.